Manufacturer narrative:
Exact date unknown, event occurred several years ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. Additional information was received that the patients ipg was nonfunctional. The explanted device was not returned.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. Additional information was received that the patients ipg was nonfunctional. The explanted device was not returned.